Event description:
The nurse assisting a (B)(6) patient called in to zoll lifecor customer support to report that the electrode belt appears to have bent pins. The patient was sent a replacement electrode belt and monitor.

Manufacturer narrative:
Monitor (B)(4): 01/2007. Electrode belt (B)(4): 11/2008. Device evaluation summary: device evaluations of electrode belt (B)(4) and monitor (B)(4) have been completed. The reported problem has been confirmed. Upon investigation, the electrode belt was found to have bent connector pins. The monitor had a damaged electrode belt socket and the case was separated from the end cap along the right and bottom seam. The root cause of the bent pins in the electrode belt connector cannot be positively identified but likely resulted from the patient exerting excessive force when mating the belt with the monitor. The root cause of the case separation cannot be positively identified. No adverse event resulted from the damaged connector pins. The patient received a replacement electrode belt and monitor.